Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided. Section d6a - implant date: not applicable, as lens was not implanted. Section d6b - explant date: not applicable, as lens was not implanted. Section e1 - telephone number: (B)(6). Section h3 - the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during preparation of the preloaded toric intraocular lens (iol), the stamp slid under the iol or past the iol; therefore, the iol could not be implanted correctly or the iol was scratched. There was no contact with the patient's eye. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 20-mar-2025 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection under magnification was performed on the suspect product. The lens was found stuck in the cartridge and overridden by the plunger rod. No damage to the cartridge or plunger rod was observed. Ophthalmic viscoelastic device (ovd) was observed to be distributed throughout the cartridge. The lens module was opened and inspected, and ovd was observed inside the lens module indicating that an excessive amount of ovd may have been used; which may have contributed to the complaint issue reported. The handpiece was disassembled and inspected, and no issues were observed. The lens was removed from the cartridge revealing that the lens was torn into 3 pieces and coated in viscoelastic residue. The lens was cleaned and inspected, and was observed to be damage. No further issues were observed. In addition, a photograph provided by the customer was evaluated. The photograph showed the complaint handpiece. Upon closer examination, the plunger rod was noted to be advanced to a lens that was observed in the cartridge tube. Based on photograph quality, the complaint issue could not be identified during photograph evaluation. The complaint issue "override" was identified during product evaluation; however, the complaint issue "cosmetic issues" was not identified during product evaluation. The observed "lens damaged" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.